Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. The manufacturer's field service engineer confirmed the reported pressure issue. The manufacturer¿s field service engineer (fse) replaced the defective gas delivery sub-system (gds) to address the reported problem and retested the system. Fse performed the required performance verification tests and all tests passed.

Event description:
The customer reported that the unit was failing pressure accuracy testing (pvt test 4).there was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 12aug2019. Date of report: 13aug2019. The part was returned to the manufacturer for failure investigation. The gas delivery system assembly was tested, and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.